Event description:
It was reported that incision site hurt and the patient was sore at first and so did not use the stimulator much yet. The patient noted that in the surgery room the stimulation was on and when they were being wheeled back to the recovery room the device ¿got turned off.¿ the patient was in pain ¿like before the stim was placed.¿ this issue began one day prior to report. A problem with the patient programmer was reported and the patient was only able to make adjustments with the antenna attached. Later in the call it was described that the patient was unable to make adjustments both with or without the antenna attached. The programmer antenna placement was confirmed and the patient was using the programmer over the skin. The patient had tape over the implantable neurostimulator (ins) site. The patient did not think there was swelling over the implant. The patient unplugged the antenna and then plugged it back in but this did not resolve the issue. The patient used the programmer without the antenna plugged in and encountered poor communication. The patient had not been trained on the use of the programmer yet. The patient had an appointment with the healthcare professional (hcp) and manufacturing representative scheduled. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).